Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pleural decortication surgical procedure, the customer reported on the force bipolar a side piece popped out directly below the grasping mechanism. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the nurse informed there were no abnormality noted with the force bipolar instrument such as dislodged/misaligned jaw or grip tip sticking out. The instrument was inspected prior to use with no damage noted. The side piece that popped out did not fall in the patient, the customer was able to just pop it back in place. There was no tissue trapped in the instrument. The instrument was broken, so they replaced it with another force bipolar, but that instrument cable was broken. The cause was completed robotically with a different instrument. There was no harm or injury to the patient.